Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination revealed that at 0.1cm distal from the hub, the hypotube of the device was kinked. During microscopic inspection, there was a partial collar and shaft separation. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25sep2025. It was reported that advancing issues occurred. The 90% stenosed, 3.0 x 18mm, target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. During the procedure, the guiding catheter could not reach the anterior segment of the lesion, so the guidezilla ii guide extension catheter was delivered for assistance. However, it was found that the guide catheter still could not reach the lesion, even after repeated attempts. The procedure was completed with another of the same device. There were no complications, and the patient was stable after the procedure. However, device analysis revealed partial collar and shaft separation.